Event description:
It was reported that this device was not pacing and the patient was not unstable and put on a temporary pacemaker. The pace impedance measurements were not ideal. Once the patient recovers the system will be tested. The patient suffered a cardiac arrest. Additional information noted that a revision took place and the system was explanted. When this device was connected to new leads the pace impedance measurements were out of range. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of pace impedance high and out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this device was not pacing and the patient was not unstable and put on a temporary pacemaker. The pace impedance measurements were not ideal. Once the patient recovers the system will be tested. The patient suffered a cardiac arrest. Additional information noted that a revision took place and the system was explanted. When this device was connected to new leads the pace impedance measurements were out of range. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this device was not pacing and the patient was not unstable and put on a temporary pacemaker. The pace impedance measurements were not ideal. Once the patient recovers the system will be tested. The patient suffered a cardiac arrest. Additional information noted that a revision took place and the system was explanted. When this device was connected to new leads the pace impedance measurements were out of range. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this device was not pacing and the patient was not unstable and put on a temporary pacemaker. The pace impedance measurements were not ideal. Once the patient recovers the system will be tested. The patient suffered a cardiac arrest. No additional adverse patient effects were reported.